Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (not pulling the flex catheter back, delivery system balloon rupture, valve sizing) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03128.

Event description:
As reported by our edwards canadian affiliate, during the deployment of a 29mm sapien xt valve via the transfemoral approach, the valve embolized into the ventricle. Following the placement of an esheath in the right femoral artery, balloon aortic valvuloplasty (bav) was performed with contrast injection indicating ample flow around the valve. Due to concern that the native annulus may be too large for a 29mm sapien xt valve, a 29mm nf+ ds was prepared with an additional 2cc of volume. During advancement of the ds, difficulty advancing the system over the aortic arch was encountered, but the ds was eventually positioned in the annulus in good position. Under rapid pacing, the sapien xt valve was slowly inflated. During inflation, it was observed that the valve was not fully inflated on the aortic end and it was noted that the flex catheter had not been pulled back. At this point, the ds balloon ruptured. The valve was stable in the annulus, but not fully inflated with the aortic end under deployed by 20%. During the attempt to remove the ds through the esheath, difficulties were encountered. While trying to remove the ds and sheath together, the esheath was pulled out of the patient and the ds remained. A vascular surgeon performed a cutdown to remove the ds. During this time, a second sheath was placed in the left femoral artery and a second ds was advanced to post dilate the valve. As the second ds crossed the sapien xt valve, the valve embolized into the ventricle. The valve was stable on the guidewire. The patient was placed on bypass for valve removal and repair. The patient was transferred in stable condition. Additional information received indicated that 2 days post op, the patient was doing well, on o2, sitting up in bed talking and eating. The native annular diameter measured 28mm by tee. Information concerning the degree of annular calcification, native leaflet calcification and aortic root calcification was not provided. Information concerning the access vessel minimum luminal diameter (mld) was not provided. Severe tortuosity of the access vessel was reported. It was perceived that flex catheter not being pulled back contributed to the ds balloon rupture and subsequent valve embolization.